Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail stem did not seat all the way down. Doctor asked for extraction inserter. Threaded inserter broke and part of the threads were left in stem and patient per doctor decision. There was a surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.